Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): used for contamination during use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a procedure in the heavily calcified left internal carotid artery. An emboshield nav6 embolic protection device was advanced into the patient anatomy via femoral access and the filter was deployed. The proximal end of the emboshield nav6 guide wire then flipped up and hit the x-ray monitor. The physician felt that the device had been contaminated and the filter was removed without difficulty, using the recovery catheter. A second emboshield nav6 embolic protection device was then advance and the filter was deployed. The procedure continued with placement of a 6-8 x 40 mm acculink stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.